Manufacturer narrative:
Unique identifier: (B)(4). Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported a malfunction at induction that resulted in in a loss of manual ventilation. There was no report of patient injury.